Event description:
It was reported that the pt underwent an open posterior instrumented fusion with tlif procedure using peek interbody devices and rhbmp-2/acs. It was reported at an unk time post op that the pt developed a non-union at l4-l5.

Manufacturer narrative:
(B)(4). (Non-union). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor the films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.